Event description:
Target was notified that during a coil embolization procedure the gdc coil broke at the detachment zone during introduction into the aneurysm. This product malfunction did not affect the pt's health.